Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high threshold measurements that led to loss of capture even when programmed to 7.5 volts. There was also oversensing of noise events with pacing inhibition stored in the arrhythmia logbook . The patient has an underlying rhythm in the 30 beat per minute range and noted that they have been tired. Further discussion with the clinic found that they had been watching the lead for awhile. The battery only had one year left but the patient as noted to have been pacing in the ventricle often. Upon interrogation the noise was able to be reproduced with isometrics. The pacemaker was temporarily programmed to pace and not sense in the ventricle at maximum outputs with intermittent capture. The following day another interrogation was performed and the pacemaker indicated four years remaining. The cause of the noise remained unknown thus a revision procedure was performed where the rv lead was surgically abandoned and pacemaker was explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrogram. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.